Event description:
The following has been reported: "sheffield hospital reported that the majority of their new agilia tci tiva pumps default when switched on to the last used protocol. They have had an incident whereby the anaesthetist loaded propofol and remifentanil syringes into drivers, then programmed using the default, but incorrect protocol (i.e employing minto for propofol and marsh for remifentanil). On commencing the syringe driver they knew to be remifentanil, an overdose was administered, but the error was not immediately recognised, and the patient became hypoxic as a complication of remifentanil overdose. They believe that these pumps should not be able to have 'last used protocol' as a default specification, and that there is a risk that other institutions may be using these devices in this configuration. The default to 'last used protocol' did not force our anaesthetist to select the drug from a menu to match the installed syringe, and they believe this contributed to the mistake. They are planning to locally adjust all their devices so that they default to the menu screen; as most of these are not wifi enabled, this represents a significant amount of work, with devices that are in near continuous clinical use being unavailable to." Reporting due to the referenced issue as a conservative measure. More information is needed to complete the investigation.